Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 565 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump. Customer declined to continue troubleshooting for high blood glucose. Customer was on auto mode. Customer states that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose values were 565 mg/dl and the sensor glucose was 90 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis and insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results. (B)(4).